Event description:
It was reported to the MFR that the vns pt's generator had migrated and the surgeon decided to prophylactically replace the generator. The generator has been returned to the MFR and analysis is underway.